Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed and no anomalies were found. It was noted that there was blood on the distal conductor and in/on the helix mechanism.

Event description:
It was reported that the lead was replaced due to high threshold and under sensing. No patient complications were reported as a result of this event.